Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial:(B)(6), batch:a00016180.

Event description:
It was reported patient experienced discomfort at the ipg site and ineffective relief. Patient was feeling electricity throughout body when stimulation was one. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.